Event description:
Report received of a "split tubing" with no pump alarm while the device was in use. The pump was programmed to deliver an unspecified antibiotic at an unspecified rate. At an undertermined time into therapy, it was reported that the tubing distal to the pump split. There was no pump alarm. There was no bleedback or blood loss. No medical interventions were required. There was no reported adverse effect to the patient. Though requested, there was no additional information available.